Manufacturer narrative:
Upon inspection of 1 of the devices it was determined the device experienced cosmetic damage, which is not reportable. The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was no patient involvement.